Event description:
Procedure type: colon resection. According to the reporter: a linear stapler was used for resection, but blood flow was not good on the proximal bowel, so another resection was done. It was also reported that there was tension on intestinal membrane. Afterwards the eea was applied, and no abnormalities were noted, instrument operated normally and donuts were normal. The surgeon tested the anastomosis with air, but a bowel material leak was observed. Subsequently, a permanent colostomy was set on transverse colon. There was no report if an attempt was made to repair the leak. It is also reported that the operating time and incision were not extended and no bleeding occurred as a result. No pt details were disclosed.